Event description:
It was reported that prior to a stent placement, the stent was allegedly partially deployed. The procedure was completed using another similar device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the physical sample was returned and stent was found prematurely activated. The stent was seen partially deployed by about 2 mm with attached safety clip, and the deployment mechanism was not activated. A tip break or detachment was not found. An indication for a manufacturing related issue could not be found. Based on the information available, the investigation is closed with confirmed result. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling it was found that the instructions for use sufficiently address the potential risks and contributing factors. Regarding premature stent deployment the instructions for use states: "a removable red safety clip (k) prevents accidental or premature stent release. Do not remove the safety clip (k) until you are ready to deploy the stent. Just prior to deploying the stent, the safety clip (k) must be removed by pressing the two red tabs (l) together and removing the clip from the grip'. Regarding potential damages the instructions for use states: 'visually inspect the bard e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment'. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the e-luminexx vascular stent that are cleared in the us. The pro code and 510 k number for the e-luminexx vascular stent are identified in d2 and g4. H10: d4 (expiry date: 06/2023), g3. H11: h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the e-luminexx vascular stent that are cleared in the us. The pro code and 510 k number for the e-luminexx vascular stent are identified. (Expiry date: 06/2023).

Event description:
It was reported that prior to a stent placement, the stent was allegedly partially deployed. The procedure was completed using another similar device. There was no patient contact.